Event description:
It was reported when the stimulation was turned on, the patient felt pressure or warm at the paresthesia area following implant. Impedance readings were >40,000 ohms except for contact #8 and the quad lead. An x-ray of the lead / extension area was recommended.

Manufacturer narrative:
This report is being submitted following an internal audit.